Manufacturer narrative:
(B)(4). Unit had a missing retainer and missing reservoir tube o-ring. The p-cap does not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer. Pump passed sleep current measurement, active current measurement and self test. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 due to non-sleep anomaly software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.